Manufacturer narrative:
(B)(4). It was indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 90% stenosed distal right coronary artery. The balance middleweight universal ii guide wire was placed in the lesion. A non-abbott 2.0x15 mm balloon catheter was advanced to the lesion and dilatation was performed. The balloon could not be retracted as it became stuck on the guide wire. It is believed that the devices were removed together. A non-abbott guide wire was advanced across the lesion and the same balloon catheter was advanced again and used for additional predilatation. The balloon was able to be retracted without any sticking to the guide wire noted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.